Event description:
On (B)(6), 2014 an article titled ¿nonpharmacologic care for patients with lennox-gastaut syndrome: ketogenic diets and vagus nerve stimulation¿ was received. The article mentions cases of infections resulting from the implantation that were successfully treated with antibiotics. This report captures an infection event and an infection event was also previously captured in MFR. Report # 1644487-2009-02775. A case of vocal cord paralysis was reported in the article and captured in MFR. Report # 1644487-2009-02089.